Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level described as "high"; a manual injection was administered to address the bg. A system check was performed and no issues were observed with the pump or supplies in use at the time of the event.